Event description:
It was reported that, this k-wire was opened and placed through a condylar bolt to help in aligning the cannulated screwdrivers in facilitating removal of the condylar bolt and washer assembly. After usage it was discovered that the guide wire expiration date was 01/2010. There was an internal report filed by operating room personal to the hospital's risk management. I was the one who opened the k-wire for use."

Manufacturer narrative:
Device was discarded. No evaluation will be performed. If pertinent information becomes available it will be submitted on a supplemental report.